Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on unknown date for too long of cannulas. Customer¿s blood glucose level was 38 mg/dl. Customer had severe low blood sugar and issues with blood in cannula when inserted. Customer stated that they also had blood thinners due to medical issues. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.